Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction consisted of inflammation of the skin, with some pustules. The redness was covering the skin beyond the area of exposure. The patient consulted a doctor and they prescribed flucloxacillin oral antibiotic for 10 days. At the time of the report the patient was experiencing sore, warm, pins and needle feeling. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional patient or event information is available.